Event description:
Patient's mother contacted dexcom technical support by leaving a voice message on (B)(6) 2014, at which time the patient's mother claimed no audio output (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, dexcom technical support followed up with the patient's mother multiple times in order to collect additional information but were unable to reach her.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported no audio output.